Event description:
A (B)(6) female pt contacted zoll customer support to report her monitor screen was blue. The pt was issued a replacement monitor

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (blue screen) has been confirmed. As received, the monitor was experiencing constant resets. The cause of constant resets is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.